Manufacturer narrative:
Additional initial reporter: (B)(6). Additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was faulty. Under fluoroscopy, it appeared that the distila tip fill midsection was folded. The customer went to use a second iab, however, the membrane was unfurled and residual air was within the iab. There was no patient harm or adverse event reported. This report is for the second iab. A separate report has been submitted for the first iab under mfg report number 2248146-2022-00459.

Event description:
N/a.

Manufacturer narrative:
Additional information: on 20-july-2022 the product for this complaint was found to be returned with complaint (B)(4) which was returned on 08-june-2022. Device evaluation: the product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).